Event description:
Customer reported the device displayed an unknown error code / message. It was reported there was no patient involvement.

Manufacturer narrative:
Correction: g1, g4, g7, h2, h3, h6, h10, h11. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the error code 571.6241 is confirmed due to the cable j3 loosen up to the power board. It was possibly jarring during the transport. Reseated the cable j3 properly. Both iui connectors worn out, replaced them 2 new iui connectors. Performed leak down test and co2 calibration with passing results. A review of the device history record for sn (B)(6) was performed from date of manufacture 09/10/2014 to the present date 09/29/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Customer reported the device displayed an unknown error code / message. It was reported there was no patient involvement.